Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed after moving the patient to another room. A philips field service engineer (fse) visited the site and inspected the system. The fse checked the log file and found that the image processing (ip)-pc did not start up. The fse solved the issue by replacing the ip-pc. The returned part was analyzed and confirmed that the motherboard of the ip-pc was defective. After part replacing and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.